Event description:
It was reported that there was an error code 1720, lens. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. The event history log was unable to be downloaded. The reported problem was duplicated during the investigation. The back-up-capacitor was found with a broken wire and an error code was displayed on the pump while it alarmed. The lens were also damaged. For corrective action it was recommended that the faulty back-up-capacitor and lens be replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections: d4: model number: 6400. H4: mfg. Date. 15-jun-2015.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 05-jul-2022 via email: there was no patient injury/contact. The event has been resolved.